Event description:
It was reported while testing with bd facscanto¿ ii system w/fluidics cart, an erroneous result was obtained. The following information was provided by the initial reporter: "1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes"

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 15oct2020 to date 15oct2021. Complaint trend: there are 17 complaints related to the issue of erroneous results. Date range from 15oct2020 to date 15oct2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results could not be determined. The customer had initially reported that the instrument tests resulted in a lower percentage of cd8+ cells than expected. During the phone consultation for this issue, the customer explained that they had tested two lots of the 6 color kit with the same result. The instrument was reported to have been cleaned that day with hot facsclean and di water, and had a long clean performed on it the day prior. The tsr (technical service representative) asked for the help of an application specialist, and it was determined that the issue was not with the instrument and that it was functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The unexpected results also did not affect or delay the treatment of the patient. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2013 work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - multicheck issue. Problem description: the % of the cd8+ cells in the multicheck stained with the 6 color kit is much lower than the 4 color and than expected. Work performed: they have tried two different lots of 6 color, same issues. They have only one multicheck, tested both vials. The %cd8+ in the 4 color are around 43%, in the 6 color around 28%. The samples are prepared in the same way. 7 color passed successfully, the cst performance check passed fine yesterday and today passed with warning on the blue laser parameters (%rcv around 6,5). The cd8 in the 6 color is apc-cy7 so it should not be affected. Yesterday she did the long-clean and today she cleaned the flow cell with hot clean and hot di water. I suggested to run the tubes in diva but she has never used diva and she doesn't know how to create en experiment ecc. I ask the help of an application specialist and ask her to send me the reports of 7 color, multicheck, lot numbers. Product complaint opened on the reagent multicheck bm1021(n/l). Attached files sent by the customer. A different lot of multicheck will be sent to the customer by customer service. After speaking with the UK application specialist team, we have ascertained it is not a technical issue. We can close the case, they are still in contact with the customer to suppor her cause: likely a reagent issue. A product complain was open and the application specialist are supporting the customer. Solution: the instrument is working fine from the technical point of view returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: a review of the facscanto ii flow cytometer (daq) #338960-05ra (version a/revision 1) has identified the hazard of erroneous results. These risks contains the appropriate mitigations and have safety risks within acceptable levels. Hazard(s) identified? Yes/no. Item: acquire data function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. Potential failure mode: host does not receive any data potential effects of failure: the operator is unable to detect any events potential causes/mechanisms of failure: analog section, dsp #2, fpga (fifo) current controls: instrument setup/calibration (qc) fails sev: 5 occ: 2 det: 1 rpn: 10 item: events analysis function: calculates basic parameters from event pulse (height, area, and widths) potential failure mode: parameters do not change or are calculated incorrectly potential effects of failure: incorrect data. Potential causes/mechanisms of failure: fpga/dsp current controls: instrument setup/calibration (qc) fails sev: 8 occ: 2 det: 2 rpn: 32 mitigation(s) sufficient yes/no. Root cause: based on the investigation results the root cause of the erroneous results could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results could not be determined. During the phone consultation, the tsr confirmed with the customer the issue, but was unable to determine a cause or solution to the erroneous results. The tsr asked for help from an application specialist, and they determined that the issue was not with the instrument and it was in fact working as intended. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd facscanto¿ ii system w/fluidics cart, an erroneous result was obtained. The following information was provided by the initial reporter: "1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes"